Event description:
Patient was revised to a metal-on-metal implant with multiple modular junctions and recently has gone on to develop progressive protrusio of her acetabular component, elevated metal ion levels, and evidence of a soft tissue reaction to metal.